Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had an open circle on the display. The customer also reported that she was involved in an auto accident due to a blood glucose level of 16 mg/dl. The customer stated that this incident took place about 6 to 7 years before the call. The customer will monitor the device and will not return any product for analysis.